Event description:
Caller states that during a proficiency test, the following results were obtained: 3.2 inr (range: 3.96-5.94 inr). No adverse event reported. Requested return of suspect system and replacement was sent.